Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that there were air bubbles in the reservoir. Customer's blood glucose was unknown. During troubleshooting, found insulin was not stored in room temperature. After troubleshooting, customer will not be returning the reservoir for analysis.